Event description:
It was reported that during a rotational atherectomy procedure, speed issues occurred. The lesion being treated was located in the moderately calcified, mildly tortuous proximal circumflex artery. During use of the rotablator system, the console gained speed, reaching a speed of 220,000 rpms. This was in excess of the desired speed of 160,000 to 170,000 rpms, and was not able to be reduced with the dial. However, the procedure was successfully completed with this device and pt status was reported as 'ok'.